Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device associated with this event: heartware ventricular assist system ¿ battery, model 1650/expiration date unknown/serial number unknown/UDI: (B)(4), mfg date unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed anomalous beeping and critical battery alarms. The site further reported that the battery¿s capacity was more than 25% at that time. The controller was exchanged and the associated battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event was associated with two of the patient's batteries and that a recommendation to change the batteries was sent to the site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices associated with this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 / expiration date 31dec2018 / serial number (B)(6) / UDI (B)(4). D8: no. D10: no, h4: mfg date 31dec2018, h5: no, h6: device code(s): c63030, FDA 2885, conclusion code(s): FDA 92 d1: heartware ventricular assist system ¿ battery d4: model 1650 / expiration date 31mar2018 / serial number (B)(6) / UDI (B)(4). D8: no. D10: no. H4: mfg date 30jun2017. H5: no. H6: device code(s): c63030, FDA 2885. Conclusion code(s): FDA 92 .medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed momentary disconnections between the controller and batteries. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm log files revealed two critical battery alarms due to communication errors. The reported events were confirmed. However, the reported batteries were not involved in the recorded momentary disconnections or the critical battery alarms. The most likely root cause of the reported critical battery alarms can be attributed to communication errors. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections. An internal investigation has been opened to evaluate momentary disconnects and implement corrective actions as required. Additional products: battery, (B)(4). D4: model #: 1650 / catalog #: 1650 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3231 h6 FDA conclusion code(s): 67 battery, (B)(4). D4: model #: 1650 / catalog #: 1650 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3231 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation; while the two batteries were not returned. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed momentary disconnections between the controller and several batteries. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm log files revealed six critical battery alarms due to communication errors. As a result, the reported events were confirmed. However, the two reported batteries were not involved in the recorded momentary disconnections or critical battery alarms. The most likely root cause of the reported critical battery alarms can be attributed to communication errors. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.